Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a double-chamber pacemaker (pm) surgery. During the procedure the physician noted that the torque wrench would not sound or tightened properly. Several attempts were made by the physician to correct the torque wrench but were unsuccessful. The physician suspected the smooth wire of the pm ventricular electrode. The physician opted to replace the pm, and the new device was successfully implanted. The patient was recovering.